Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 18.1 mmol/l and 7.7 mmol/l. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.